Manufacturer narrative:
Product ID 37612, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 37642, serial# (B)(4), product type programmer, patient product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3389s-40, lot# v388252, implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3389s-40, lot# v476642, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was originally reported on (B)(6) 2014 that the patient had swelling at one of the deep brain stimulation sites and the health care professional (hcp) wanted to figure out what type of antibiotic to use. It was noted that it was noticed last night. It was noted that a chest ultrasound was going to be performed. About two and a half months later, it was reported that the patient¿s right hand system was removed because of infection. The patient tested blood positive for (B)(6). The infection occurred along all components of the system along with erosion. The patient was hospitalized as a result of the event. At the time of the report the patient was alive with no injury.